Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint regarding a broken conductor wire was confirmed by failure analysis. The probable root cause of a broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted gastrectomy total surgical procedure, the fenestrated bipolar forceps instrument was observed to have a broken conductor cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the damage was first observed outside of the body. The insulation of the conductor wire was observed to be damaged and the internal wires were exposed. The cable was intact and there was no loss of cautery associated with the damaged cable. It is unknown if there were any signs of thermal damage at the site of the damaged insulation, it is unknown if arcing was observed, unknown if there was any instrument collisions or problem removing the instrument through the cannula. The procedure was completed by using the same instrument and nothing fell into the patient.